Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with multiple inappropriate atp and high voltage therapies. Upon interrogation, noise was observed on the unipolar ring vector. Tachy therapy was disabled. Replacement of the lead is under consideration.